Event description:
Reference number (B)(4). Event occurred in egypt. It was reported that the patient experienced adhesive issue and faced infusion set tape not sticking event due to dry adhesive material on (B)(6) 2026. No further information available.